Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported that upon removal the tampon would break off and leave pieces behind. Medical was seen. Diagnosis was uti and ovarian cysts. She was prescribed antibiotics and ibuprofen. Consumer experienced back pain and cramping.